Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). Per the hp, the patient line fluid was a couple of feet from the top when she connected and pressed go. The hp stated she did not realize it would cause an alarm. Tsr assisted the hp to disconnect aseptically, cycle the power to clear the alarm and open the door to remove the cassette. The alarms were cleared. The hp set up again with new bags and cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.